Event description:
Philips received a complaint on the heartstart xl+ indicating that there was a button / key failure. There was reportedly no patient involvement. The asp evaluated the device on site. It was determined that this was a malfunction of front shell which has been ordered. The shell to be replaced and then the device fully tested before returning to service. The device remains at the customer site and no further evaluation is warranted at this time.